Event description:
It was reported cmf plates fractured. They were removed and replaced.

Manufacturer narrative:
H4 - device manufacture date. Lot 33607185 mfg date 27-mar-2024. Lot 33556983 mfg date 28-jun-2023.